Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electrosurgical generator unit (iesu) due to c-34 errors. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The unit was placed on an in-house system and was run in normal mode. During system test, the both monopolar receptacles refused to cauterize and displayed error c-34. Unit displayed error c-34 on startup.

Event description:
It was reported that during a da vinci-assisted tubal ligation surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that they were having monopolar issues. The customer reported they had an error c-34. The tse walked the customer through verifying power cord location and that no outside equipment was interfering with energy activation. The customer had already changed the monopolar instrument and monopolar cord. The tse then walked the customer through a hard power cycle of the erbe generator. The generator powered back on without error, but immediately errored when the customer activated energy. The customer had opted to utilize the vision side cart (vsc) from system sk4433 to continue with the procedure. The tse stayed online until the replacement vsc was successfully connected and the customer continued with the procedure. The procedure was converted to another da vinci system with no reported injury.